Event description:
Technician found head would drift down when pt raised the head.

Manufacturer narrative:
Technician adjusted CPR cables and the bed is working correctly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.